Manufacturer narrative:
Extension 3708120, lot # njb077769v, lead 3778-60, lot # v209540008, lead 3778-60, lot# v209540007, extension 3708120, lot #njb019277v.

Event description:
It was reported the patient experienced a surging sensation from their device 8-10 times per day, followed by a loss of stimulation. The device would then need to be turned back on with the patient programmer. This started following a fall in (B)(6) 2011, in which the patient fell on the side where the lead/extension connection is located. It was stated the change is stimulation did not coincide with position changes, and all impedances were within normal ranges. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information showed the patient's health care provider stated the patient has had no further problems with their device.